Event description:
It was reported that the minicap transfer set had "a protective cap was totally missing, not inside pouch". This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a missing clear cap to the female connector inside an open pouch. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue that occurred during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.